Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed the cone of the set access male luer lock was broken, which allowed the reported leakage. This component is provided preassembled by a vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the broken luer connector was determined to be related to supplier product design and manufacturing. Corrective action preventive action and change control records were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex st100 set, a luer connector was observed to be damaged and leaked blood. The volume of blood loss was described as a "very small amount". The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.